Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "primary hip implanted approximately 6 years ago. Hip revised due to osteolysis and poly wear.